Event description:
Dbss extended the expiration date of an irradiated platelet product.

Manufacturer narrative:
Dbss, under certain conditions does not calculate the expiration date of converted products correctly. No facility has reported issuing or transfusing any expired products due to the software anomaly. Dbss technical bulletin (dtb) 06-12 was issued to alert users of two known scenarios where dbss will incorrectly calculate the expiration date when converting products. Attachment: dtb 06-12.